Event description:
The customer received a blood glucose reading of 245mg/dl on the breeze2, retested on the contour next ez and the reading was 102mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were not expected to be returned for evaluation. The customer had already received a new kit.